Manufacturer narrative:
This is default text configured for block h10.

Event description:
Medication is not coming out as fine mist [product delivery mechanism issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse event product delivery mechanism issue and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the patient via a telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date in 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg (ndc: 69238-1291-1, batch no: ai25019, expiration date: oct-2027, and serial number: (B)(6)) via inhalation route for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient reported that on unknown date of (B)(6) 2026, patient received a sealed medication box from pharmacy and on unknown date of 2026 the patient started using the medication and on unknown date of 2026 the patient noticed that the medication was not coming out as fine mist. The patient further stated that the patient aware of the priming instructions, and patient was using the medication for a long time and confirmed that patient followed all the priming instructions as per the package insert agreed to send the complaint sample pictures. The patient denied providing dose counter window regarding. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. This case was considered as serious. The reportability of this case was expedited. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction